Event description:
It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit was used during an unknown procedure performed on (B)(6) 2011. According to the complainant, on (B)(6) 2011, the patient experienced perineal labial cellulitis and was treated with keflex. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.